Event description:
A customer contacted beckman coulter inc., (bec) regarding no value ind flagged troponin (accutni) results generated by the access 2 immunoassay system for one patient. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
All three levels of accutni qc were within the customer's established ranges prior to and after the event. The customer performed a three replicate precision test using the patient sample; all results were reproducible. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse reviewed the customer's event log and noted "sample counts outside limits" errors. The fse inspected the substrate pump and noted that there were air bubbles in the pump. The fse discovered that one of the fittings on the substrate bottle was very loose. If the substrate fitting is loose air can get in the substrate system which causes the dispense volume of substrate to be lower and would subsequently produce lower results in sandwich assays such as accutni. The fse tightened all fittings and primed the system. The fse also adjusted the luminometer high voltage control and the transducer ultrasonic voltage. The fse performed a routine system check and assay qc; all results "passed". Hardware is the root cause of this event.